Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not react in self test mode. As a result, the device may have been in lock up condition, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not react in self test mode. As a result, the device may have been in lock up condition, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was unable to duplicate or verify any lock up issue. The customer was provided with a replacement device. A cause of the reported issue could not be determined.